Event description:
Upon flushing a double lumen broviac, home care nurse reported "wooshing" sound similar to the sound when air is used to verify the position of an enteral tube. Sound when flushing associated with transient chest pain. Sound was not present when pt changed to different brand of injection cap.